Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy defibrillator (crt-d) stored non-sustained ventricular tachycardia (nsvt) event and presenting electrogram (egm) due to concerns of brady pacing rate to as expected. The hcp also noted discrepancy on the egm data. Upon review, of the nsvt episode, ts noted that a right ventricular auto threshold (rvat) test was performed and at the end of the auto threshold test, ventricular tachycardia (vt) arrhythmia was observed. Ts was unable to determine if the rvat test induced the vt, however, the crt-d delivered a burst of anti-tachycardia pacing (atp) therapy and converted the vt rhythm. Ts discussed possible causes, and programming options with the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported.